Event description:
It was reported that this pacemaker was suspected of depleting prematurely. Additionally, the patient is known to have premature atrial fibrillation (af) and has been in af since (B)(6). It was noted that thresholds have also increased from 3.5 v to 5v. The field representative re-programmed the device to fixed output at 2.5v. The field representative is concerned about the battery usage being high. A request was made for device analysis; however, there is no data uploaded to analyze. At this time, the device remains in service. No adverse patient effects were reported.